Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the sensor cannula is not attached and may have come dislodged in the body. The customer's blood glucose was 120 to 169mg/dl at the time of incident. Troubleshooting found that the cannula was broken. Customer was advised to monitor the pump and to call back for further assistance if necessary. Troubleshooting reviewed insertion techniques. No further details given.